Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. After receiving guidance from technical support, the customer was able to get the cartridge to load, and insulin delivery resumed.